Event description:
It was reported that "during a revision surgery for an implant the surgeon found out that the neck of the old stem was broken. The previous implant has been implanted." On 04/09/09, reported: "the pt underwent the primary implant at right hip in 2008 after the surgery, the pt had pain and progressive stiffness and periprosthetic calcification. Difficult hip extension. In 2009, the pt underwent a surgery for calcification removal and prosthetic head replacement. Four months later, the pt reported sudden limb failure in absence of trauma. The x-ray showed stem neck breakage with a fragment of it stuck in the head. During...

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.